Event description:
During a visit to her physician's office for an injection, the pt reported that her device had shocked her. She also met with the company representative, but her device could not be interrogated because it had discharged. She had stopped using the device 6 months ago because she had fallen several times and the device shocked her, hence she was not using the device. The company representative urged the pt to meet in the future to have her device reset and recharged at the earliest possible time. Further information was requested.

Manufacturer narrative:
(B) (4).